Event description:
It was reported that the device was explanted and replaced due to unexpected longevity. Trend data indicated that the device was at elective replacement indicator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the device was returned, analyzed and analysis of the device revealed normal battery depletion. Performance data was collected from the device and revealed the device was at recommended replacement time less than 2.61 volts. The weekly battery voltage trend data shows the minimum battery equal to 2.62 to 2.61 volts. There were two patient alerts for low battery voltage.